Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during inspection of the pump, it was observed that the pump was returned with the battery cap stuck to the pump. It was observed that the threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used and was able to secure. The battery cap¿s manufacturing height and width were within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the bolus button cover was torn but the button was able still operable during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.